Manufacturer narrative:
Bd corporate address used. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 69639 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 69639 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® serum blood collection tubes was found to have red cell rings in the tubes even after being centrifuged.